Event description:
The lay user/pt contacted lifescan (lfs) on february 5, 2006 alleging that her meter was not powering on. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached by telephone for further clarification. The pt experienced symptoms of feeling dizzy and lightheaded and was unable to test on her meter; therefore, she went to the ER where her blood glucose was in the 300's and was treated with insulin. The pt does not recall the last time the pt tested on her blood glucose. Customer care agent (cca) mentioned that the pt needed a replacement battery. The pt did not have subject test strips available to verify whether she was using the correct test strips. The meter did not power on by pressing the power button. Cca sent the pt a replacement meter. The complaint is being reported since the pt could not test her blood glucose and was treated with insulin for hyperglycemia.